Event description:
Healthcare professional reported "intracapsular rupture". Healthcare professional later reported "capsular contracture baker grade IV, rupture, deformity, pain and hardening". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken assessed as surgical damage and missing assessed as inconclusive. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Pain : unable to observe since it is a medical event and is not related to the device. Visibility/ palpability : unable to observe since it is a medical event and is not related to the device. Deformation : no observed. No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation : capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported "intracapsular rupture". Healthcare professional later reported "capsular contracture baker grade IV, rupture, deformity, pain and hardening". This record is for the right side. Device has been explanted and replaced.